Event description:
The customer reported that her readings are no longer linking over to the insulin pump. The blood glucose was 112 mg/dl. The customer was assisted with turning insulin pump on. The blood glucose readings were transferring over to the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.